Manufacturer narrative:
Device 8 of 8. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photograph associated with this case was received. No return sample has been received for this complaint. Batch record revision results: lot 4m01830 was manufactured on 09/dec/2024, in convex 2 pc line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 01/jul/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Historical complaints review: on 01/jul/2025, complaint investigator ran a query in database in order to verify the complaints reported for 4m01830 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ and as result no additional type 2 complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on 01/jul/2025, complaint investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ for the lot number 4m01830 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: - adhesive to convex disc centering (visual): nlt 0.095" (2.4mm) from ID of the adhesive center hole to ID of the convex disc at any point. (Qc tool 1289). - picture frame srp: nlt 0.504" (12.8mm), width of the srp left at any point on the picture frame. (Qc tool 1342-1). - picture frame srp to convex disc centering: nlt 0.040" (1.0mm) from the outer diameter of thermoformed disc to collar srp kiss cut inner diameter. (Qc tool 1344-1). Frequency: hourly. Sample quantity: (B)(4) samples. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 8 defective parts confirmed to date from a lot size of 11,520 products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be (B)(4) based on our process instruction (pi). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4) this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of the batch record was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Additionally, a review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformances showed no additional nonconformances. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that eight wafers from two market unit boxes with same lot had pre-cut off-centered starter holes prior to use. One wafer was used and seven unused. He stated that he used one before he realized that the starter hole was off centered. His usual wear time was three days. No harm was reported. No photograph or further information was available at this time.